Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a medtronic trainer that the customer received emergency medical assistance due to possible low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer was changing their set and did the rewind/prime process while still connected. The customer delivered 30.1 units and was currently at the hospital. The customer was given glucose tablets to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was not available at the time of the call. The insulin pump will not be returned for analysis.